Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that all of a sudden, the stimulation just stopped and she didn¿t know why. The patient would get stimulation going again and that all of a sudden, the stimulation dropped back down to 0 and stopped again. The patient was using group b. The patient was taught how to use the device. The patient reported that 2 weeks after the neurostimulator (ins) was implant, she met with a manufacturer¿s representative (rep) at the post-operative appointment and the rep helped her get everything onto group b and that he tried to get it so it was ¿positional.¿ the patient was asked if she had adaptive stimulation on and stated that the rep tried to do that. It was unclear if adaptive stimulation was enabled or disabled. The patient had groups a, b, and c available. The patient reported that she would check the programs within group b and that program 1 would be at 0 intensity, program 2 would be at 0 intensity and program 3 would be at 0.2 intensity. The patient had been trying to get the stimulation back and she started feeling the st imulation again and gets everything to how she thinks she wants it set, however the stimulation all of a sudden stopped. The patient checked the battery level of the ins today, thinking that maybe the ins needed to be recharged and the ins was at 40%. The patient checked the programs again and that all programs were back at 0 intensity except for program 3 which was at 0.2. The patient reported that the other day she wasn¿t feeling the stimulation, but she checked the controller and the ins was at 80%, but the stimulation was off. The patient hasn¿t had the ins checked since the issue started. The patient noted that she tried calling reps and only got their voicemails. It was reviewed that the patient should have the ins checked. The issue first started approximately one week ago/5-7 days ago and ever since then, she had been turning each programs intensity up, but on the day of the report, she checked the controller again and everything was at 0 except for program 3 at 0.2. The patient noted that she usually had the intensity set to 5 o 6.